Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the 6th row from the distal edge of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). The 28 x 3.00mm promus premier¿ stent was advanced to treat the lesion but was unable to cross the lesion due to severe tortuosity and calcification. When the device was removed from the patient's body, it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). The 28 x 3.00mm promus premier¿ stent was advanced to treat the lesion but was unable to cross the lesion due to severe tortuosity and calcification. When the device was removed from the patient's body, it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).